Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer also reported that insulin pump gives insulin flow block alarm. Customer stated insulin was exited. Customer was treated with insulin pump. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.